Event description:
Procedure: hernia. According to the reporter: during the case there was a splenic artery bleeding. The first clip loaded and fired well. The second clip didn't load, surgeon placed applier across vessel and squeezed and nothing happened. The surgeon pulled the device out of the pt and squeezed multiple times with no success. The device may have done some damage to the vessel; however, it is hard to tell since it was already bleeding. It bleed for three to four more mins until the surgeon finally got it under control. A second clip applier was used. Three clips were fired and all worked as they should; however, the bleeding was not completely controlled until an endo stitch was used to suture close the bleeding.

Manufacturer narrative:
(B)(4).